Event description:
Received claim for damages to home caused by a visionaire oxygen concentrator that was involved in a fire. Patient did not required treatment. Damage to the floor and wall.

Manufacturer narrative:
No problem with the visionaire oxygen concentrator. Device is still operational.